Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service phone rep contacted the customer. The covers were removed, the batteries were evaluated and respective connections reseated. The system was tested and found to be working as intended and returned to service.